Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. D4, g4: model number is not sold in the us but similar device is sold under model 011-h2098. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer that experienced leakage. The following issue was reported by the customer: ¿2 incidents occurred on march 10,2025 at the department neonatal intensive care involving the ICU medical device. A leak was observed on the device during infusion. The device was connected to a central catheter of type epicutaneo cava of reference (B)(4), a connection usually used. There were no clinical consequences, the line was changed.¿ the event was reported to ansm ¿ french regulatory agency with the reference (B)(4). Additionally, the customer clarified, that it was " 1 patient involved with 2 devices involved."

Manufacturer narrative:
Received the following: one (1) used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. One (1) used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. One (1) used. List #unknown, 3ml syringe; lot #unknown. No visual damages or anomalies were observed on either sample. One sample was tested and met product specifications. The other sample was observed to have a leak on the connection of the tubing and the manifold. The reported complaint of a leak could be confirmed. One of the returned samples was observed to leak at the connection of the manifold and the tubing. The probable cause is from an incomplete insertion during assembly in manufacturing.